Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention may occur. Surgical intervention may also occur due to ineffective therapy, as documented in manufacturer reference numbers 1627487-2019-12811 and 1627487-2019-13093.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted.

Manufacturer narrative:
Additional information: h6 - method code: 4117 was updated to 4114. H6 - results code: 3221 was updated to 213. H6 - conclusions code: 4315 was updated to 67. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.